Manufacturer narrative:
H3: product analysis of part# 55750018580, lot# h5989339 visual and optical inspection confirmed one of the break off tabs and a portion of the bone screw is broken. It appears the break off portion of the tab was broken incorrectly during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for adult spinal deformity. It was reported that when the rod is connected, the tab becomes obstructed and folds first. At this time, the tabs were broken at the screw head, so they were replaced. There were no patient symptoms reported and no further complications reported regarding the event. There was a delay of less than 60 minutes. Additional information was received via manufacturer representative that the reported event happened during normal usage. There is no allegation against rod, procedure involved in the event was backward fixation.